Event description:
It was reported that the device was explanted due to endocarditis. This is all the information provided, and additional information has been requested. No additional adverse patient effects were reported. Additional information advised during the extraction due to endocarditis, a superior vena cava tear was observed. This is all the information provided, as the local sales representative was not present for the procedure and learned of the complications when they were informed the patient had undergone a screening for a subcutaneous implantable cardioverter defibrillator (s-ICD). Additional information has been requested. No additional adverse patient effects were reported. Boston scientific has made three attempts to obtain additional information on the explanted lead and product return, however; no response was received. If this product is returned, analysis will be performed.

Event description:
It was reported that the device was explanted due to endocarditis. This is all the information provided, and additional information has been requested. No additional adverse patient effects were reported. Additional information advised during the extraction due to endocarditis, a superior vena cava tear was observed. This is all the information provided, as the local sales representative was not present for the procedure and learned of the complications when they were informed the patient had undergone a screening for a subcutaneous implantable cardioverter defibrillator (s-ICD). Additional information has been requested. No additional adverse patient effects were reported. Boston scientific has made three attempts to obtain additional information on the product return, however; no response was received. If this product is returned, analysis will be performed.

Manufacturer narrative:
Corrected/updated fields below - report number - 2124215-2024-61577. D6b field correction from explant date (B)(6) 2024 to active implant. B5 update - additional received additional information the device that was explanted due to endocarditis was a non-boston scientific device. This lead remains implanted with no allegations of a malfunction reported. No additional adverse patient effects were reported.

Event description:
It was reported that the device was explanted due to endocarditis. This is all the information provided, and additional information has been requested. No additional adverse patient effects were reported. Additional information advised during the extraction due to endocarditis, a superior vena cava tear was observed. This is all the information provided, as the local sales representative was not present for the procedure and learned of the complications when they were informed the patient had undergone a screening for a subcutaneous implantable cardioverter defibrillator (s-ICD). Additional information has been requested. No additional adverse patient effects were reported. Boston scientific has made three attempts to obtain additional information on the product return, however; no response was received. If this product is returned, analysis will be performed.

Event description:
It was reported that the device was explanted due to endocarditis. This is all the information provided, and additional information has been requested. No additional adverse patient effects were reported. Additional information advised during the extraction due to endocarditis, a superior vena cava tear was observed. This is all the information provided, as the local sales representative was not present for the procedure and learned of the complications when they were informed the patient had undergone a screening for a subcutaneous implantable cardioverter defibrillator (s-ICD). Additional information has been requested. No additional adverse patient effects were reported.